Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer also reported that they were unable to get insulin. The customer's blood glucose was 680 mg/dl at the time of hospitalization. The customer's blood glucose was 366 mg/dl at the time of call. The customer stated that they were given insulin drip and manual injections to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer reported that they had a bent cannula. The customer's blood glucose was 470 mg/dl at the time of incident. The customer was advised how to prevent a bent cannula. The insulin pump will not be returned for analysis.